Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from her scs system. In turn, the patient underwent surgical intervention wherein her system was explanted and replaced. Reportedly, effective therapy was restored following the procedure.